Event description:
Reporter indicated that his vns therapy programming handheld was not properly charging and therefore could not be used unless connected to the charger. Good faith attempts are being made for product return to perform product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contributed to a death or serious injury.